Event description:
It was reported that the procedure was to treat a proximal left anterior descending (lad) artery. A 2.75 x 38 mm xience xpedition was implanted in the proximal lad causing a perforation. Pre-dilatation was performed with a non-abbott balloon catheter and a 3.0 x 12 graftmaster was advanced to the perforation but could not cross. Several prolonged inflations of a balloon catheter led to proximal lad thrombosis which sealed the perforation. The patient developed atrial fibrillation and was treated with medication. Post procedure the patient had complete heart block and a massive myocardial infarction secondary to large lad perforation. On (B)(6) a pacemaker was placed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of atrial fibrillation, myocardial infarction, perforation, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The jostent graftmaster referenced is being filed under a separate manufacturing report number.